Event description:
Caller reported a malfunction on the pump, displaying malf 9, but there were no notable events prior to the malfunction, and no adverse impact to the customer's blood glucose level was noted. The malfunction code was resettable, and the issue had not caused the customer's blood glucose to exceed a concerning level. Cts provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared, which the caller acknowledged and understood.